Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after filling a bd plastipak¿ syringe with the drug, the medication infused without pressure on the plunger and before being connected to a pump. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Results: bd received six (6) sealed samples and two (2) used samples of 50pf lot 1709208. On visual inspection of the 8 samples received, no damage or molding defect can be observed in any of them that could be related to the alleged defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot number as it can be observed in the used samples received, the alleged defect has been caused when connecting the syringe tip to a tube. It is reproduced and it can be confirmed that when syringe filled is connected to a tube which is not at the same level (height) the liquid moves towards the direction of less pressure due to the difference of hydrostatic pressure. However if they are at the same level no movement can be appreciated. It is a physics phenomenon and it is not related to any defect of the syringe. Conclusion: no manufacturing defect has been found in the samples received.